Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) was unable to connect to a monitor. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt was unable to connect to a monitor because a pin in the trunk cable connector was bent. The root cause for the bent connector pin could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.